Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reported that patient told them that they had a MRI done some years ago with older lead and it felt like their body was burning.